Event description:
Reporter indicated that vns pt was explanted due to infection. It was reported that only the pt's generator was explanted. The infection was treated with IV antibiotics. The infection resolved and the pt was reimplanted with a new generator approximately 7 months later.